Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiration date: 04/2025. Device pending return.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly found to be separated when the packaging was opened. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation detached in two segments was received for evaluation. Segment 1 consisted of the strain relief and y-body. Segment 2 consisted of the remaining portion of catheter and balloon. No functional testing was performed due the nature of the complaint. One photo was provided and reviewed. The photo showed the ultraverse 035 device detached in two segments. Segment 1 consisted of the strain relief and y-body. Segment 2 consisted of the remaining portion of catheter and balloon. The label was visible which corresponds with the information in trackwise. Therefore, the investigation is confirmed for the reported detachment as the device is seen detached in two segments from both the photo review and the condition of the returned device. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the introducer allegedly found to be separated when the packaging was opened. The procedure was completed using another device. There was no patient contact.